Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflation unit was not able to maintain pressure during an unspecified pressure. There was no report of patient injury or medical intervention associated with this event.